Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported unexpected temperature control issue was confirmed. A simulated ablation was performed, and the catheter displayed a high average temperature rise due to an inadequate adhesive bond, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the temperature issue was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode.

Event description:
Related manufacture ref: 3008452825-2024-00725. During an atrial tachycardia procedure, during ablation the temperature of the catheter was noted to be high which caused a delay. The temperature during ablation was approximately 45 degrees celsius. The catheter was exchanged, however the temperature was still high. A third catheter was obtained and the temperature during ablation was as expected and the procedure was completed with no consequences to the patient.